Event description:
It was reported that this patient has previously received an isolated inappropriate shock due to oversensing of myopotentials. Recently, the patient has received an additional inappropriate shock due to t-wave oversensing. System optimization was discussed at the time. No adverse events were reported.

Manufacturer narrative:
This supplemental report was filed to provide additional information that the patient had recently received additional inappropriate shocks. The system was reprogrammed to prevent any additional inappropriate shocks at the time. No adverse events.

Event description:
It was reported that this patient has previously received an isolated inappropriate shock due to oversensing of myopotentials. Recently, the patient has received an additional inappropriate shock due to t-wave oversensing. System optimization was discussed at the time. No adverse events were reported.this supplemental report was filed to provide additional information that the patient had recently received additional inappropriate shocks. The system was reprogrammed to prevent any additional inappropriate shocks at the time. No adverse events.